Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to dislodgement which was confirmed via x ray. In addition, patient experienced pericardial effusion related to dislodgement. This ra lead was replaced with the same model. No additional adverse patient effects were reported.